Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included pap smear abnormal on (B)(6) 2011. Concurrent conditions included hernia, post coital bleeding since (B)(6) 2014, headache temporal since (B)(6) 2014, nausea since (B)(6) 2014, metrorrhagia since (B)(6) 2014, migraine since (B)(6) 2014, endometritis since (B)(6) 2014 and follicular cyst of ovary since (B)(6) 2014. Concomitant products included nsaid's for dysmenorrhea. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), the first episode of female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and tooth disorder ("dental problems"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and the second episode of female sexual dysfunction ("apareunia"). The patient was treated with surgery (to remove essure total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain was resolving, the dyspareunia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, tooth disorder and the last episode of female sexual dysfunction outcome was unknown and the vulvovaginal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, tooth disorder, vaginal haemorrhage, vulvovaginal pain, the first episode of female sexual dysfunction and the second episode of female sexual dysfunction to be related to essure. The reporter commented: she need for additional surgery ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dyspareunia, vaginal bleeding, dysmenorrhea." Most recent follow-up information incorporated above includes: on 8-oct-2018: pfs received- new event did you undergo an essure confirmation test? No and apareunia were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hernia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), tooth disorder ("dental problems") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (to remove essure total hysterectomy (uterus and cervix removed)). Essure was removed in december 2014. At the time of the report, the pelvic pain and abdominal pain was resolving, the dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea and tooth disorder outcome was unknown and the vulvovaginal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she need for additional surgery most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Added laboratory data was updated. Added suspect drug indication. On (B)(6) 2011, she implanted essure (previously reported as jun-2011). Added events abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dental problems, vaginal pain and dysmenorrhea (cramping). Updated events and outcome. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dyspareunia and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.